Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was not sending a video signal. After some troubleshooting, it was determined that the unit had a bad video card. They sent the unit in for repair and it is currently awaiting evaluation. The device was in use on patients, however no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was not sending a video signal.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not sending video signal. After some troubleshooting, it was determined that the unit had bad video card. They sent the unit in for repair and it has been evaluated. The device was in use on patients, however no patient harm was reported. The complaint has been closed because the investigation has determined the complaint cannot be duplicated.